Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1 to treat degenerative disc disease with competitor¿s instrumentation and bmp. The bmp was stuffed inside the peek cage and placed in the interbody space at l5/s1. No patient complications were specified but an injury is alleged.